Event description:
During a coronary drug eluting stenting treatment procedure, the physician was unable to cross the lesion and delpoy taxus express2 2.25x12mm drug eluting stent. The procedure was completed with no complications. No patient injuries or complications were reported. However, the returned product confirmed that there was stent and shaft damage.